Event description:
The customer reported erroneous n terminal pro-brain natriuretic peptide (nt probnp), total human chorionic gonadotropin total hcg (thcg) and intact parathyroid hormone (pth) results were obtained on patient samples on an atellica im 1600 analyzer. The erroneous results were reported to the physician(s), who questioned the results. The samples were repeated on an alternate atellica im analyzer. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the nt probnp, pth and tccg patient results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report erroneous n terminal pro-brain natriuretic peptide (nt probnp), total human chorionic gonadotropin total hcg (thcg) and intact parathyroid hormone (pth) results were obtained on patient samples on an atellica im 1600 analyzer. Quality controls (qcs) recovered out of ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse checked the tubing from the aspirate probe down to the waste reservoir and found a small occlusion in the fitting but between aspiration probe tubing and pinch valve tubing. The cse replaced the tubing and the vacuum regulator. The cse performed an autocheck and the customer ran qcs which were found to be acceptable. Siemens further evaluated the event and concluded the probable cause of the erroneous nt probnp, thcg and pth results was due to a possible occlusion in the vacuum system. The instrument is performing according to specifications. No further evaluation of this device is required.